Manufacturer narrative:
Evaluated two open or used reservoirs. Performed a visual inspection using dop114-811doc appendix f; found snap-caps detached from reservoir¿s barrel and snap-caps attached to transfer guards. Unable to pre-fill.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. Customer states the location of the leak was at he snap cap and septum. The top of the reservoir breaks off and reservoir snap cap and septum broke off. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.